Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the sub connector for j10/cmos as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the sub connector for j10/cmos. In addition, our technician confirmed that the ultrasound connector body fluid damage, the ultrasound connector body cracked, the control body corroded, the lg connector corroded, the warning/caution label worn out, and the operation channel (primary) kink. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.